Event description:
A head ent nurse at a hosp facility reported that surgeons were requesting lower profile locking reconstruction plates with similar strength as they were having problems with the current plates extruding. A follow up will be conducted to obtain add'l info.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.